Event description:
Overdelivery reported. The pump was set to infuse tpn via pump a at 5.7ml/hr with a volume to be infused of 250ml, and liposyn ii 20% via pump c at 0.6ml/hr with a vtbi of 100ml or 200ml. The rx label on the bottle states 100ml, nursing reports the label was incorrect and there were 200ml in the bottle. New tpn and lipids containers were both hung at 3 pm. The total volume delivered is cleared at 3pm for tpn solutions and at 11pm for lipids solutions. The new containers were hung at around 3 pm as per policy. Approximately 1.5 to 2 hours after the delivered volumes were cleared, the display for pump a indicated delivery of 11.2ml but the tpn hung at 3pm visually appeared to have only 125ml remaining. The tubing had been completely primed twice (priming volume is 22.5ml). The display for pump c showed a total volume delivered of 10.5ml (correct for approximately 17.5 hours since the volume delivered was last cleared) but the container had approximately 75 ml remaining. This would indicate delivery of approximately 80ml of tpn, and (if the lipids actually contained 200ml) delivery of 105ml of lipids in the 1.5 to 2 hour time period (minus priming volumes). The infant reportedly had "opaque blood noted at heel stick" and experienced some respiratory distress for which oxygen at an unspecified percent was administered. The infant had been on room air, intubation was not required. The infant spontaneously diuresed a large amount of fluid without medical intervention. By the next day, the infant was doing well and had been returned to room air.

Manufacturer narrative:
Three intravenous administration sets were received for investigation. Sample #1 (list 01642) & sample #2 (list 01645) were primed & set up in the pump involved in the reported event. Sample #1 had significant internal mold or other growth in the proximal & distal tubing & on the fluid path surfaces of the body of the cassette. It was placed in pump c. Sample #2 was placed in pump a. Rate was set for each at 25 ml/hr & volume to be infused of 10ml each, for a combined "vtbi" of 20ml, into a calibrated graduated cylinder. The two pumps delivered a combined total of 20ml, with normal pump operation & no alarms. Pump a (sample #2) was then set at 5.7ml/hr & a 5ml "vtbi." 5ml was delivered in approximately 53 minutes . Pump operation was normal with no alarms. Sample #1 was flushed with tap water, primed & allowed to gravity flow for 60sec with a 3ft head fluid source into a graduated cylinder. Flow was measured at o ml, or no gravity flow. The observed internal growth appeared to be sufficient to impede gravity flow, but did not impact pump function. Sample #2 was flushed with tap water, primed & allowed to gravity flow for 60sec with a 3ft head fluid source into a graduated cylinder. Flow was measured at 13ml, or 780ml/hr, both with & without the microbore y-set. Cassette functional eval results for samples #1 & #2 (the two cassettes assumed to be from the complaint) passed all tests. Sample #3 did not appear to be used in the pt event. It passed all tests, except the valve pressure decay/fluid path leak test. Sample #3 failed this test with borderline results, but functioned normally during system testing with a pump.